Event description:
Tip of scorpion needle used as a suture passer for the arthroscopic portion of the rotator cuff repair broke, approx 2-3mm in diameter, identified by x-ray and an image intensifier. Unable to locate or remove. It was felt that further exploration would be damaging to the soft tissues and prolong anesthetic in pt.what was the original intended procedure?arthroscopy with arthroscopic subacromial decompression; arthroscopic mumford procedure and mini open rotator cuff repair, left shoulder.device #1is this a laboratory device or laboratory test?no.